Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing on tachycardia episodes. It was further reported that the icm experienced undersensing pause episodes. The icm remains is use. No patient complications have been reported as a result of this event.